Event description:
It was reported that the pump battery was observed to be depleting rapidly. There was no impact to the customer's blood glucose level. The customer declined to provide further information to tandem technical support and declined troubleshooting assistance, therefore no additional information could be obtained. Reportedly, customer continued to use the pump for insulin therapy.